Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
(B)(6) reports, the front right tooth chipped, due to retainers and required repair. Subsequently, the retainer did not fit well. Because, that tooth chipped approximately 17 years ago and has half of the tooth as a fake/filling. The (B)(6) believes retainers have caused pressure. Resulting, in the chipped tooth. And repair has occurred, about 4xs.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.